Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6021326. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the second day of infusion a nurse found prn separation on a bd intima ii¿ IV catheter 24g x 0.75 in. There was no report of injury or medical intervention.